Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the customer was unable to provide consistent information on how much insulin the cartridge had been filled with. The customer reported filling the cartridge with 75 units, but also thought that the cartridge had been filled with 120 to 140 units of insulin. The customer's blood glucose level was 450 mg/dl, and was addressed by delivering a correction bolus and by administering a manual injection. The customer added insulin to the existing cartridge and completed the load process successfully.